Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient had experienced a severe hypoglycemia due to an issue with the insulin on board (iob) feature. Reportedly, on (B)(6) 2014, the patient¿s blood glucose (bg) was at 55 mg/dl with shakiness, inability to concentrate and/or cognitive impairment. It was reported that the patient was treated with food regimen and glucose tablets/glucose gel. The patient allegedly resumed pump therapy with the same pump without any recent adjustment to the pump settings. Customer technical support agent reviewed the event with the reporter. It was reported that the iob was not showing on the total bolus screen. Further review of the iob feature indicated that the iob feature on the replacement pump was not activated. No pump malfunction was identified during the troubleshooting session. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia related to a user error in that the iob feature was left off inadvertently.

Manufacturer narrative:
The pump has not been requested for returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.